Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the tip of elevator #301 broke off during a surgical procedure. The tip of the elevator was retrieved and no adverse events were reported.

Manufacturer narrative:
One (1) elevator #301 (pn 09-0257, lot#022615b15, manufactured feb 26, 2015) was returned without original packaging for a broken tip. The elevator was visually evaluated and a small portion of the tip was found to be fractured. The broken tip fragment was not returned. The elevator shows signs of normal wear from typical use. The most likely cause of the complaint was operation of the instrument outside of the intended use, resulting in failure.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.